Event description:
The patient underwent a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter and a penumbra system 5max reperfusion catheter. The patient was also treated with intravenous tissue plasminogen activator. During the procedure, a mild vasospasm was seen in the m2 branch of the mca which was successfully treated using 5 milligrams of verapamil. The patient also suffered a vasospasm in the internal carotid artery (ica) with a probable relationship to the 3max and 5max reperfusion catheters. Following the procedure, the physician saw evidence of a dissection in the ica with a probable relationship to the 3max and 5max reperfusion catheters.

Manufacturer narrative:
Conclusion: dissection and vasospasm are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00210. The hospital discarded the device.